Manufacturer narrative:
The customer declined to have repairs made at this time. Customer called and cancelled evaluation.

Event description:
It was reported that the track won't engage due to being broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.